Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that catheter was fractured. The patient had a spinal surgery on the date of this report to place rods and screws so the existing catheter was purposely cut for the surgery, but there was no cerebrospinal fluid back flow after it was cut. It was unclear if the patient had previous therapy or device issues. The doctor might have nicked the catheter in another place. The catheter was to be reconnected and aspirated to confirm the patency. The result of the diagnostic testing was not provided. The distal segment of the catheter was revised on (B)(6) 2014. The patient outcome was unknown. The pump was used to deliver prialt and hydromorphone. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.